Manufacturer narrative:
At this time, this lead had not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of p-waves at 0.6 milliseconds which led to pacing inhibition. At this time, the duration of pacing inhibition is unknown. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--